Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver was returned and currently under evaluation. Also, the data log was provided by the patient. The data was reviewed on 02/09/2015 and confirmed the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (str-kd-001/sm41883826), used with the complaint transmitter device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An internal inspection was performed and the inspection failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be an assembly error.